Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, yellow particles in device inner surface, black particles in the fill channel, wear abrasion and more than three curved openings. A microscopic analysis and leak test were performed which identified more than three openings striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: more than three openings striated in the side posterior assessed as surgical damage.

Event description:
Healthcare professional reported left side deflation. Device explanted.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.